Event description:
It was reported the pt's ipg is prematurely displaying the "ipg battery low" message. Surgical intervention will be scheduled to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.